Event description:
A journal article was reviewed which contained information regarding this device. The patient experienced "frequent runs of sinus tachycardia" and the post-ventricular atrial refractory period (lvarp) was reduced to improve atrial tracking. Medications were also used, but it became apparent that the tachycardia was due to pacemaker site infection/sepsis. The device was extracted. The patient was temporarily paced with a course of two week of antibiotics. The patient then had a new permanent pacemaker implanted. The patient's ventricular function continued to improve and at two months post discharge, the left ventricular (lv) ejection fraction (ef) was normal. Of note, at six and then 12 months post pacemaker insertion, lv function was "preserved" and a small dose of medication was continued to maintain the sinus rate. No patient complications have been reported as a result of this event. Additional information received from follow up indicated that the patient is now two years old and doing "very well" and is doing everything age appropriate. It was also noted that the infection was noted to be correlated with an infection issue at the hospital at that time. There was significant road construction happening outside the hospital and the air conditioning in the operating room was "not up to standard."

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: emergency cardiac resynchronisation in a 4kg infant post surgical closure of ventricular septal defect. Heart lung circul. April 1 2013;22(4):317-319. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this device. The patient experienced "frequent runs of sinus tachycardia" and the post-ventricular atrial refractory period (lvarp) was reduced to improve atrial tracking. Medications were also used, but it became apparent that the tachycardia was due to pacemaker site infection/sepsis. The device was extracted. The patient was temporarily paced with a course of two week of antibiotics. The patient then had a new permanent pacemaker implanted. The patient's ventricular function continued to improve and at two months post discharge, the left ventricular (lv) ejection fraction (ef) was normal. Of note, at six and then 12 months post pacemaker insertion, lv function was "preserved" and a small dose of medication was continued to maintain the sinus rate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 4965-35, implantable pacing lead - atrial product ID 4965-35, implantable pacing lead - ventricular.